Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Expiration date: unknown as product serial number was not provided. UDI#: a complete UDI # is unknown as product serial number was not provided. If implanted; give date: unknown/ not provided. If explanted; give date: not applicable; lens remains implanted. Device manufacture date: unknown as product serial number was not provided. Device evaluation: the device was not returned for analysis as the lens remains implanted. There was no serial number reported for this device; therefore, no further investigation can be performed. Manufacturing record review: the review could not be performed because a serial number was not provided. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported by the surgeon that a zct400 tecnis toric 22.5 diopter intraocular lens (iol) had rotated. The degree of rotation, not precise but possibly 20-30 degrees. Patients mr (manifest refraction) prior to surgery was +2.75 -4.50 x 013. The rotation was noticed on the patient's post op, day four (4) visit. Patients white to white (if you have it): 11.8 mm. Axial length: 22.78. Intended degree of placement (oblique or not): axis 092. No additional information was provided.